Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based on the user area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that expiration date was missing on packaging with a bd pen ndl 32 g 4 mm. The following information was provided by the initial reporter: it was reported that the expiration date was not listed on the box.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a used shelf carton for bd pen needles from lot 5328908 were provided. Consumer reported could not find the expiration date on them. Both photos were reviewed, and no evidence of manufacturing defect were observed on the shelf carton. Since no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that expiration date was missing on packaging with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: it was reported that the expiration date was not listed on the box..